Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. The fse found that the tubing through at port 10 of the blood sampling valve (bsv) was disconnected. The fse reattached the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported a clenz leak from the coulter lh 780 hematology analyzer. The volume of the leak was not specified and was contained within the instrument. The customer was wearing personal protective equipment (ppe) at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.